Event description:
It was reported that it was difficult to insert the lead into the puncture needle and that it got caught at the puncture needle entrance. It was stated that the lead could not be inserted. It was unknown whether there was a problem with the bending of the tip of the lead or the puncture needle side. The patient¿s physician¿s observation about causality was that it was due to the product. It was stated that ¿it was unknown whether the tip of the lead was bent more than usual or whether the puncture needle hole was clogged with something, but it was difficult to get the lead through the entry of the puncture needle.¿ the cause was unknown. When a second lead set was opened and inserted again, it could be used; the problem was solved by using the lead of the second set for the first puncture needle. Additionally, it was noted that after that ¿the lead that was difficult to enter was used as a second lead, but it could be used without any problems.¿ the lead remained implanted at the time of report. No impedance failures were observed. The issue was considered resolved at the time of report. There were no surgical interventions planned or performed and the failed back surgery syndrome (fbss) patient was alive with no injury at the time of report. No complications were reported or anticipated.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 17-mar-2025, UDI#: (B)(4), product type lead g2. Foreign: jp this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.